Event description:
It was reported that the minicap was missing iodine. The caller stated the packing was not damaged before it was opened. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 09/11/2014 and 09/18/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.